Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that damage to the pump housing caused difficulty loading cartridges. . Additionally, it was reported that the cartridge o-ring was ¿stuck¿ and unable to be removed from the pneumatic tap on the pump. There was no reported adverse impact to the customer's blood glucose level. The customer did not have an alternate method of insulin therapy available. Reportedly, the customer would reach out to their hcp to obtain a backup method of insulin therapy.

Manufacturer narrative:
The failure investigation has been completed and the alleged hardware issue was verified. Based on the analysis, the alleged damaged cartridge issue could not be verified.